Event description:
It was reported the lead had high impedance and was programmed off. The lead remained in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: 0158, competitor implantable tachy lead, (B)(6) 2004; r1n119, competitor implantable cardioverter defibrillator, (B)(6) 2011. (B)(4).